Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross transseptal sheath was selected for use during a catheter ablation procedure. Air was withdrawn from the sheath during the octaray mapping catheter insertion. The device was then replaced, and the procedure was completed successfully. There were no reports of patient complications. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the introducer sheath was visually inspected and found to have a tear perpendicular to slit on its valve. The device passed flushing test. Also, blood stain was noted on distal end of sheath and saline observed in the stopcock. Additionally, the device failed the functional valve air leakage testing performed. The reported allegation of air leakage was confirmed based on testing of the returned product.

Event description:
It was reported that a versacross transseptal sheath was selected for use during a catheter ablation procedure. Air was withdrawn from the sheath during the octaray mapping catheter insertion. The device was then replaced, and the procedure was completed successfully. There were no reports of patient complications. The product is expected to be returned for analysis. The device has returned for analysis.